Manufacturer narrative:
(B)(4). Insulin pump was received with a cracked battery tube threads and a cracked case behind the pump near the battery tube compartment. Pump was received with a blank display due to moisture damage on the electronic assembly. Also, pump was received with a moisture damage on the motor and vibrator assembly noted. Unable to verify pump error detected alarm and perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to blank display.

Event description:
The customer reported via phone call that the insulin pump had power error detected alarm. The customer¿s blood glucose level was unknown. The customer reported that the insulin pump was operating on the aa battery only. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. Customer reported insulin pump had been exposed to temperatures below 41 degree fahrenheit. Customer has not previously called to report power error detected. The customer also reported that there was a crack on the insulin pump and the reservoir lip ring was gone and also the battery compartment was cracked. Customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0955-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.